Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. Following the evaluation of the received screws, which lacked part numbers and batch identification, it was observed that the hex heads showed nicks, most likely caused by implantation and subsequent explantation. No significant damage was identified on the threads of the screws. The most likely cause of the reported failure is a patient-specific event, specifically related to lifestyle and/or physical work. Directions for use (dfu) dfu-0192-eo. Arthrex plates. C. Contraindications conditions that tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing period. E. Warnings postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. Detailed instructions on the use and limitations of this device should be given to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that a revision surgery was necessary on (B)(6) 2024 after a plate breakage of an anatomical locking plate clavicle on the right. The plate was initially implanted on (B)(6) 2023. No further information received. Update dw 03-jul-2025: a surgery report was provided by the facility which included pictures of the removed screws which appeared to be arthrex screws.